Event description:
Information was received indicating patient both smiths medical cadd legacy pumps were emitting high pressure alarm. The reporter stated that clamps were checked, kinks and knots, tubing filter near heart were replaced, and connector was changed out. The reported event occurred while the pumps were in use. The reporter stated that there was no clinical injury to the patient but the received medwatch outcome is marked as hospitalization.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was cracked and the lcd was bleeding. There was no evidence of the reported problem in the event log. The device was tested three (3) times and each time passed within specification. The problem source could not be identified. The downstream sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the serial number of the pump is 407041, that the patient was female with a date of birth of(B)(6)2062, that the patient was in the hospital for one day and that the hospitalization was related to the reported issue with the pump.